Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing red heart alarms and was taken to the closest ER (not the implant center). Upon interrogation it was noted that there were 8 pump stoppages. The majority of the pump stoppages were when the pt was on battery power, and 1 was when the pt was connected to the power module. The pt was asymptomatic but felt something "weird" in his chest when the speed dropped to zero. It was also reported by the vad coordinator that the pt is not gentle with his equipment. The pt was flown to the implant center. The alarms could not be recreated when the external portion of the percutaneous lead was manipulated, or when the pt moves from sitting to standing positions. The pt was placed on the hospital's equipment. The pt's system controller was also exchanged, and the red heart alarms were resolved. The log file of the system controller was reviewed and the red heart alarms were confirmed low flow hazard and low speed hazard alarms were noted. There were unusually elevated power and pi levels, consistent with speed reductions. The following day the pt was placed back on his power module and the next morning the pt experienced 2 red heart alarms while bending over. X-rays were taken and revealed a possible area of concern was found just beyond the connector end of the bend relief. A continuity test was performed by the hospital staff and no issue wa found. Five days later the pt's pump was exchanged due to a suspected pump end bend relief fracture. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.